Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the left ventricular lead was electively imaged and an insulation abrasion was noted. No electrical anomalies were noted. The patient would be monitored.